Event description:
Boston scientific received information that the right ventricular (rv) lead showed bad measurements a couple days after implant and appeared to be dislodged. The physician attempted to revise the lead but after three attempts the helix would not longer extend or retract. The lead was successfully explanted and replaced with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Tissue was visually noted entwined in the helix. The helix mechanism test failed, as there was no movement at 11 turns due to dried blood/tissue clogging the mechanism. Detailed analysis revealed after removing the dried blood and tissue that the helix is functional with 4 turns to extend and 6 to retract and the root cause of the helix mechanism difficulty was the clogging. No additional anomalies were observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--